Event description:
Medtronic (covidien) received information from a literature review that a patient needed a surgical bailout of giant supraclinoid internal carotid artery (ica) aneurysm following treatment with pipeline embolization device (ped). The patient was diagnosed with a giant left supraclinoid ica aneurysm with compression of the optic apparatus. The lesion was treated with a ped, and the patient continued to have progressive visual decline. Approximately 3 weeks later, she could not recognize faces, and examination confirmed dramatic visual decline. At that time, optic decompression was deemed necessary. The ped rendered the ica stiff and difficult to mobilize. The clinoid process was removed, and the proximal aneurysm neck could not be visualized. Ongoing filling of the aneurysm was controlled with clipping of the ophthalmic artery. Postoperatively, the patient remained blind in the left eye and improved to acuity of 20/25 in her right eye, and she adjusted to monocular vision and was able to drive again. Citation: brasiliense, lbc, et al. Letter to the editor: surgical bailout of giant supraclinoid ica aneurysm following treatment with pipeline embolization device. Journal of neurosurgery: pediatrics,mar 2015 15(3):338. (Http://thejns.org/doi/abs/10.3171/2014.9.peds144564100).

Manufacturer narrative:
The lot history record review was not possible since the lot numbers was not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.